Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the procedure, the device was interrogated and exhibited a power on reset (por). It was not possible to program out of the por, and subsequently the device was not used. No patient involvement.